Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter and receiver that occurred on (B)(6) 2015. Patient's mother was advised to reset the receiver. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).